Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4:(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115117 cer bioloxd mod hd 32mm +6 nk 2962109, 010000664 g7 pps ltd acet shell 54f 6536081, 51-104130 tprlc 133 t1 pps ho 13x146mm 6531063. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2019 - 00775 head.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, a revision was performed due to dislocation.